Event description:
It was reported that the patient experienced loss of therapeutic effect for several months. It was discovered that her enterra device had turned off. It was turned back on and approximately a month later the same thing occurred. Further information is being requested from the hcp.